Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure. It was reported that the head of the bone screw splayed when the set screw was introduced. The bone screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.